Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse performed the erbe generator swap per procedure. The parts were replaced to correct the reported problem. The system was tested and verified as ready for use. Isi has received the erbe generator, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the erbe generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the operating staff informed that they had errors of m-02 and c-00 from the erbe generator. No further information was available, and the system was not connected to onsite and no logs were available. Error description indicate that the cautery has halted. The customer work around was not determined. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vio integrated electrosurgical generator unit (iesu) involved with this complaint and the device evaluation is completed. Failure analysis was not able to confirm/reproduce the reported complaint. The vio iesu was received as a defective field replaceable unit. The vio iesu will be returned to original equipment manufacturer (OEM) as a safety precaution, for further investigation.